Event description:
Grasper placed in through trocar and opened. Grasper locked open and was stuck. Was able to close with another grasper. While attempting to remove first grasper, end broke off in trocar.